Event description:
Procedure type: lap chole. According to the reporter: the bag broke at the bottom as surgeon was extracting specimen from the patient. A new bag was opened to remove the specimen. No part of the device fell into the patient's cavity. There was no bleeding reported in excess of 500 cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).